Manufacturer narrative:
(B)(4). No part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of frequent helium loss and high baseline alarms is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon pump (iabp) gave frequent helium loss and high baseline alarms. There was no evidence of blood in the tubing. The staff switch the iabp to 1:2 and the alarm did not return. The staff placed the patient back in 1:1 and repositioned the patient as well. As a result, the iabp was ultimately exchanged due to the balloon volume incorrect. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) gave frequent helium loss and high baseline alarms. There was no evidence of blood in the tubing. The staff switch the iabp to 1:2 and the alarm did not return. The staff placed the patient back in 1:1 and repositioned the patient as well. As a result, the iabp was ultimately exchanged due to the balloon volume incorrect. There was no report of patient complications, serious injury or death.